Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code:(B)(4).

Event description:
It was reported that device had defective/damaged piece and unable to drain. Verbatim: inside the kit there is a connection tubing, there is a ¿christmas¿ tree connector and it was completed block. It was just a piece of solid plastic. It would not drain. There was no patient impact but she did state the patient had to stay in the operating room for an extra 30 minutes. (B)(6) 2022: what was the procedure that was being performed: pleurx catheter placement. Was there a need to repeat the procedure? No, but it was close to that. How was the issue resolved? We disconnected the pleurx from the connection tubing and realized that the christmas tree connector was not patent. We exchanged a new one and it was functioning afterwards. What is the ref/material number of the product? 50-7000b is the catalog number. What is the lot number of the product? Do not know. Is there a photo or sample available showing the reported issue for the evaluation? I have attached the photo. Were they able to complete the diagnosis correctly? The procedure was completed, but was about 40 minutes extra of procedure time trying to troubleshoot.

Event description:
It was reported that device had defective/damaged piece and unable to drain. Verbatim: inside the kit there is a connection tubing, there is a ¿christmas¿ tree connector and it was completed block. It was just a piece of solid plastic. It would not drain. There was no patient impact but she did state the patient had to stay in the operating room for an extra 30 minutes. 21nov2022: sorry for the delay in getting back to you. Here is the information: what was the procedure that was being performed: pleurx catheter placement was there a need to repeat the procedure? No, but it was close to that. How was the issue resolved? We disconnected the pleurx from the connection tubing and realized that the christmas tree connector was not patent. We exchanged a new one and it was functioning afterwards. What is the ref/material number of the product? 50-7000b is the catalog number. What is the lot number of the product? Do not know. Is there a photo or sample available showing the reported issue for the evaluation? I have attached the photo. Were they able to complete the diagnosis correctly? The procedure was completed, but was about 40 minutes extra of procedure time trying to troubleshoot.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos were provided to our quality team for investigation. Upon visual inspection of the photos, it was observed that there was an obstruction towards the end of the adapter therefore, the reported failure mode was confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. A quality notification has been sent to the supplier. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.